Event description:
Translation from the original complaint report in (B)(6): during maintenance of the cardiohelp system by a maquet service technician the oxygenator was removed. Afterwards the oxygenator was again installed but the gear was blocked. After several attempts to install the oxygenator, it was working but a loud noise out of the gear was heard. The oxygenator was removed and exchanged to another one. (B)(4). (B)(6).

Manufacturer narrative:
The product was tested for it's functionality by connecting it to the cardiohelp primed with water. No abnormalities were found during testing of the product with variable revolutions per minute. Additionally the product's inner housing components were analyzed and stress marks and scratches were detected in the pump housing and at the rotor self. Also it was determined that the rotors bearing cup bars are uneven. Based on this the failure could be confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality insurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
The product was not yet received back for manufacturer's investigation. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available. (B)(4).